Manufacturer narrative:
Concomitant medical products: product ID: d274drg ICD, implanted: (B)(6)2010.

Event description:
It was reported that the right atrial (ra) lead had a suspected fracture. The lead triggered and alert for high impedance and noise was observed on stored electrograms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.